Manufacturer narrative:
After battery installation, the device displayed a critical pump error (open book image) due to corrosion all along the bottom of electrical board including the battery connectors. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the critical pump error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump would not turn on after being exposed to moisture. The customer stated the insulin pump was expose to swimming pool water. Customer stated that they hear fluid sound when insulin pump was shaken. Customer stated insulin pump was not drop, and does not show any sign of physical damage. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.